Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). There was no fault found on the returned device. Battery was not returned during failure analysis, no further investigation proceeded.